Manufacturer narrative:
The device was returned to nevro and examined. The investigation concluded the nevro system had exhibited normal functionality. The manufacturing and sterilization records were reviewed and no non-conformities were found. Based on the functional testing and records review results, the patient's infection was likely due to a procedural issue rather than device-related.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was treated with IV antibiotics. There have been no further reports of complications.